Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker system reported having chest pain. Upon review of the device data, it was discovered that this pacemaker system exhibited noise, oversensing, and pacing inhibition on both the right atrial (ra) lead and the left ventricular (lv) lead. Additionally, there was far-field oversensing and high thresholds noted on the ra lead. The oversensing on the ra lead resulted in inappropriate mode switches. This product remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker system reported having chest pain. Upon review of the device data, it was discovered that this pacemaker system exhibited noise, oversensing, and pacing inhibition on both the right atrial (ra) lead and the left ventricular (lv) lead. Additionally, there was far-field oversensing and high thresholds noted on the ra lead. The oversensing on the ra lead resulted in inappropriate mode switches. This product remains in service. No adverse patient effects were reported. Additional information was received that the physician determined the patient's chest pain was unrelated to their pacemaker system. The patient will receive follow up as an outpatient for further evaluation of their pacemaker system. This product remains in service. No adverse patient effects were reported. Further information was received that low amplitude was observed on both the ra and rv leads as well as the on going issues of oversensing, pacing inhibition and noise. Boston scientific technical services (ts) observed a signal artifact monitor (sam) episode stored. The physician confirmed the reported allegations were due to a lead on lead abrasion. No adverse patient effects were reported. At this time, this device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the physician determined the patient's chest pain was unrelated to their pacemaker system. The patient will receive follow up as an outpatient for further evaluation of their pacemaker system. This product remains in service. No adverse patient effects were reported.